Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4). Description: linear st lead, 70cm. Model #: sc-4318, lot #: 19924829, description: clik x anchor.

Event description:
A report was received that the patient was experiencing undesired stimulation and when the stimulator was on it was felt in the abdomen or felt an overstimulation. The patient underwent an explant procedure. Device malfunction was suspected.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that analog ic (u1) was damaged. Following anomalies were found, rc detected impedance anomaly during open measurement. Scs diagnostics measured impedance values are in a range of 3 kilo ohms. Functional test failed impedance measurement test. Battery consumption rate with stimulation reaches 458 mv per day. Normal characteristics were also found battery depletion and sleep current rates are with the expected ranges. Vh impedance measurement normal stimulation outputs are consistent and amplitude/pulse widths are verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Sc-2218-70 (sn (B)(4)) device evaluation indicated that the sc-2218-70 (sn (B)(4)) returned was analyzed and no anomalies was found. Sc-4318 (ln 19924829) device evaluation indicated that the sc-4318 (ln 19924829) returned was analyzed and no anomalies was found.

Event description:
A report was received that the patient was experiencing undesired stimulation and when the stimulator was on it was felt in the abdomen or felt an overstimulation. The patient underwent an explant procedure. Device malfunction was suspected.